Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with cracked case at reservoir tube lip, battery tube threads, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The patient's blood glucose reading was 183 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.